Manufacturer narrative:
Internal reference number: (B)(4). Revoked asr exemption number e1997036. ''Report late due to asr to individual reporting transition''.

Event description:
Implant failed due to loss of osseointegration.